Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, as the wound was being closed, the p wave measurements dropped and the thresholds increased. The physician, feeling that the lead was unstable, performed another subclavian venipuncture and placed a new right atrial (ra) lead. The initial ra lead was returned for analysis. No patient complications have been reported as a result of this event.